Event description:
It was reported during the implant procedure that there was an initial stimulation of the ventricle with the atrial lead while doing preliminary lead checks. A check several minutes later had no ventricular stimulation (10v stim) from the atrial lead. The physician had been suctioning the pocket on the preliminary atrial lead testing. The atrial lead was positioned in the high atrial appendage and the case was completed with no further issues. No patient complications were reported. The lead remains implanted and actively in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.